Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue via the error log and waste chute. The fse was able to reproduce the reported event. The fse resolved the issue by cleaning the waste chute and was able to validate the instrument by performing quality control (qc). The qc passed and was within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 23nov2019 through aware date of (B)(6) 2020. There were no similar complaints identified during the searched period. The most probable cause of the reported event was a clogged waste chute.

Event description:
Customer reported that the cup waste chute keeps backing up with reagent cups. The site is able to clean it and remove the jammed cups; however, the issue returns. The customer states that the cup waste bins are not full causing the issue. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.